Event description:
A (B)(6) male pt called zoll customer support to report that his monitor was overheating and when he changed out the battery it failed to power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluated summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (won't power on/overheating) is under investigation. As received, the monitor was unable to power on. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.